Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during treatment. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The device prepped normally. The device was used with a non-cordis sheath. There was little vessel tortuosity. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a little bit of visible calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Here was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal.the device is available and being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during treatment. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The device prepped normally. The device was used with a non-cordis sheath. There was little vessel tortuosity. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a little bit of visible calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Here was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was not returned for analysis. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during treatment. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The vcd was stored, prepped and used in accordance with the instructions for use (IFU). The device prepped normally. The device was used with a non-cordis sheath. There was little vessel tortuosity. The device was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician had achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site had a little bit of visible calcium. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. Here was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage in distal end of the sheath after removal. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were depressed with stopcock open. The sealant was not returned with the device and the device was exposed to blood. The syringe and the procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a micro tear in the balloon of the returned device. A product history record (phr) review of lot f2123801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure- in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Vessel characteristics, may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.